Event description:
Pen needle had nicks in the side, felt like barbs in my skin, medicine leaked out of side of needle. I have used these needles daily for years and never experienced anything like this before.